Event description:
The customer reported via phone call that they were admitted in emergency room due to high blood glucose. The customer¿s blood glucose reading was 587 mg/dl during high blood glucose event. The customer stated they were having issue with cannula ever since they switched the quick set. The customer reported they were having bent cannulas and the infusion set was defective. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump and infusion set will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.